Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. No sample returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2006: the patient underwent surgery for implant of an unspecified bard/davol flat mesh. It is alleged that the patient had unspecified injuries and subsequent surgical intervention due to the bard/davol flat mesh device. As reported, the patient is making a claim for an adverse patient outcome against the bard mesh. As reported, the attorney alleges the product is defective and that the patient experienced emotional distress.